Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss if functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was not duplicated. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.